Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to flattened buttons dome switch. No moisture damage found the keypad traces, electronic assembly or motor. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had scratched screen and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed button error and the alarm could not be cleared. The blood glucose reading was 253mg/dl. The caller stated that he ate an hour or hours, which may have contributed to elevate her glucose level. The caller stated that the device was dropped in the water and quickly was dried it off. The caller mentioned that the clip was cracked. She stated that currently clip is a holster. The customer called back and stated that the insulin pump was damaged in a car accident, but the accident was not her fault. Attempted to contact the customer for additional information regarding the car accident with no results. No further information was provided.